Event description:
It was reported occlusion alarms occurred. Reportedly, the customer uses trusteel infusion set longer than the recommended 48 hours, tandem technical support educated the customer this is off label use. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.